Event description:
A customer contacted beckman coulter (bec) reporting that approximately 20 to 30 ml of blue fluid leaked from the coulter lh 500 hematology instrument and was not contained within the instrument. The leak was observed after the shutdown cycle and during the prime cycle of the instrument. The customer stated that fluid was observed 'spraying' inside the right compartment and dripping down onto the plastic cover and out onto the counter. The customer was unable to identify the source of the leak. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse replaced the I-beam tube through the pinch valve (pv37) that had a hole in it to resolve the issue. Failure mode: tubing through pv37. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).